Event description:
We had a ge nuclear medicine camera installed in our department in (B)(6) 2018. One of the studies we do is a kidney study and we did approximately 25 of those studies from (B)(6) 2018 - (B)(6) 2018. As part of the kidney study we look at what is the percentage function of each kidney which is called the split renal function. When the ge clinical application specialist was here, she stated to our department that the split renal function is the perfusion percentage that is calculated by the computer. With time we realized that this seemed incorrect and last week we confirmed with ge that it is not the perfusion percentage but is the percent uptake that is calculated by the computer. Thus the number was incorrectly reported on those patients.